Event description:
This complaint is from a literature source. The following literature cite has been reviewed: reddy b.m. Muddamsetti n., naidu y.g.r., prasad s.v. Evaluation of final outcomes after high tibial osteotomies in the treatment of osteoarthritis. International journal of pharmaceutical and clinical research 2024; 16(12); 605-609. Pubmed citation not provided. Objective/methods/study data: the aim of this prospective case series study was to analyse the final outcome of the high osteotomy in osteoarthritis patients after a follow up of 2 years. Between may 2022 and august 2024, a total of 29 patients (average age of 45.62±5.35 years) who were treated with high tibial osteotomy (hto) and fixation with the tomofix internal plate fixator. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes tomofix. Adverse event(s) and provided interventions possibly associated with unk - constructs: tomofix plate/screws (qty (B)(4)): - 1 patient required a reoperation shortly after the initial procedure due to overcorrection, which was corrected by removing distal locking screws, adjusting the leg axis, and securing the plate with bi-cortical locking screws. - 2 patients experienced late infection and soft-tissue irritation 4 months postoperatively, but after plate removal and antibiotic treatment, the further clinical course was complication-free.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.